Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es had issues dispensing controlled substances and keeping correct counts. The customer stated that the user dispensed a ketamine syringe, and the medication drawer did not open, and second syringe was requested, and the drawer opened at that time, system had logged 2 dispenses to the patient but only 1 was able to be accessed. Customer added that similar issue with another user dispensed fentanyl - pyxis opened 2 drawers however only logged 1 dispense to the patient, same issue with propofol. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system's network time portal was not configured. A technical support specialist confirmed that drawer 1.11 was configured as a single dose drawer (only one pocket should open) and would create a separate case and dispatch a field service technician to inspect the hardware on-site. A local field service engineer ordered 10 mini engines and would install on the failed drawers. The system functioned as intended after the field service engineer troubleshot the device.